Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 414 mg/dl. Troubleshooting was performed. The customer stated that she had low blood glucose prior to her admission. The customer stated that she has treated with a manual injection. Reviewed the programming on the insulin pump. The customer stated that she does not feel comfortable with the device and a replacement of the device was requested. No further information was provided.